Event description:
The customer reported that total parenteral nutrition (tpn) was being administered through a smartsite connected to one of the double lumen lines of a central venous catheter (cvc). During the infusion, the user identified that the smartsite had broken off leaving the male end still connected to the cvc. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.